Event description:
It was reported that pump displayed malfunction alarm code malf 3 with fault ID 3-0x2076 and could not be reset, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while cts arranged a warranty replacement pump, confirmed shipping address, instructed customer to put pump into storage mode and return it within 10 days, and advised customer to re-enter pump settings, reconnect continuous glucose monitor, and use ¿I¿m coming from a pump¿ option when setting up profile on replacement device.